Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced pain at the ipg site. The patient had the ipg explanted due to pain at the ipg site and the leads explanted due to ineffective therapy (related manufacturer reference number: 3006705815-2019-02007, 3006705815-2019-02008, 1627487-2019-06281). The pain at the ipg site has resolved.